Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump will be return for analysis.

Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.